Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the printed circuit boards in the mainframe and checked the connections in the tube wells and calibrated the x-ray tube. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a high ma error message. No patient injury was reported.